Manufacturer narrative:
A sample product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a lens was inserted and removed from a patient's eye because it was noted to be deformed. Another lens was implanted instead. There was no harm to the patient. Additional information was requested.